Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported they received an uncommanded bolus of 9 units. The patient reports the pdm was in his pocket at the time the uncommanded bolus was delivered. The customer heard an audible beep and identified the bolus dose that he did not intentionally program. The patient reported blood glucose levels decreasing to <70 mg/dl. Patient treated low blood glucose levels with sprite and glucose tablets.